Manufacturer narrative:
Addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4). (B)(6).

Event description:
Rep reported that the surgeon was unable to visualize any markers on post op xray. Unable to determine setting via xray. Rep reported that the device was left in place and it was decided that they would check the patient setting in a post op follow up. No adverse consequences to patient. Addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4). (B)(6).

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. In addition, an enhancement to the design has been implemented to these devices, which included a tantalum bead marker to the device to assist users when verifying the valve setting on an x-ray image. This device was manufactured prior to the enhancements. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Rep reported that the surgeon was unable to visualize any markers on post op xray. Unable to determine setting via xray. Rep reported that the device was left in place and it was decided that they would check the patient setting in a post op follow up. No adverse consequnces to patient.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device still implanted.